Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All the components were placed and according to specifications. Functional testing was performed including pressure testing and clear passaged underwater testing with no issue noted. Priming was also performed with no issues noted. The reported condition was not verified. Three (3) devices were not received for evaluation; therefore, a device analysis could not be completed should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the tubing of four (4) clearlink system continu-flo solution sets the event was further described as "when IV bag is attached to the primary set and primed, there was no air in line. When it sits for a couple of minutes and they go to put it in the patient there is air in the tubing". The set was attached to lactated ringers. The event occurred during product set up. There was no patient involvement. No additional information is available.